Event description:
User experiencing lot ft4 and ferritin patient results that are higher when repeated. Two patient samples provided as examples. Patient 1, initial ft4 result gave < 0.023 ng/dl on (B)(6) 2007. Same sample repeated gave 1.19 ng/dl. Patient 2, initial ferritin result gave < 0.500 ng/ml on (B)(6) 2007. Same sample repeated gave 1429 ng/ml. Initial results not reported. The field service representative determined the s/r probe lld voltage and pmt voltage were out of specification. The instrument was repaired.